Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of 300 mg/dl. Customer visited emergency room as all of his 3 infusion set that he tried to insert fails it didn't stick to his skin and those three set were the last ones. The customer was treated with insulin shot. The device will not be returned for analysis.